Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report moisture damage on the insulin pump. Blood glucose reading was 193 mg/dl. Customer went into the water with the insulin pump sealed inside a pouch. Troubleshooting was performed. The customer suspects moisture damage in the battery compartment due to having replaced the battery a day ago and getting a low battery alert. When the battery was removed there was rust on the bottom. The customer stated there is fluid under the display screen. Advised to discontinue use of the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to verify operating currents or low battery alarm due to failed battery test alarm. All the buttons functioned properly and no moisture damage found on keypad traces, electronic assembly or motor. Insulin pump had minor scratches on lcd window and cracked battery tube threads.